Manufacturer narrative:
Conclusion - customer is going to order new cot.

Event description:
It was reported that the litter would not support weight. When weight was applied to the litter the cot would not stay at the currently set height. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.